Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having issues with their jaw. Their jaw feels like it will dislocate and clicks when they chew. Patient provided a lor/diagnostic findings. In these communications it is stated that the patient having periodontal issue, midline not with limit. Will refer patient to orthodontics after periodontal is stable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.